Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracture of the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracture of the device. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information provided on the patient profile form (ppf)indicated that the filter has fractured and that there are fractured filter struts retained I the body at the level of l3-l4 near the inferior vena cava (ivc) filter. Information provided in the medical records indicated the ivc filter was placed due to deep vein thrombosis that developed after a motorcycle accident. The patient¿s medical history is reported as benign prostatic hypertrophy with urinary obstruction, a left below the knee amputation, history of deep vein thrombosis (dvt), hypertension, erectile dysfunction, and obesity. Approximately eight years post filter implant, the patient reported fungus in the hair, related to a dirty barber shop. This was diagnosed as folliculitis and doxycycline was prescribed. Approximately four months later, the patient had a CT scan of the abdomen and pelvis for hematuria and results noted a tiny non-obstructing right lower renal pole calculi, no hydronephrosis or renal mass. Approximately nine years post implant, an abdominal x-ray was performed to evaluate for renal calculi, results showed a tiny 2mm calcification overlying the right to mid lower kidney and likely represents an unchanged small renal calculus, no urinary tract calculus is seen. Approximately nine years and three months post implant the patient had a lumbar spine x-ray for complaints of back pain, results showed mild inferior lumbar spine degenerative changes, mild anterior wedging of the l1 and l2 vertebral bodies may represent remote fractures or may be developmental. No definite acute fracture is identified and there appears to be a fracture of one of the struts on the lateral view. At that time the patient also experienced an acne type rash related to flomax. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information provided in the medical records indicated the ivc filter was placed due to deep vein thrombosis that developed after a motorcycle accident. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracture of the device. Additional information provided on the patient profile form (ppf)indicated that the filter has fractured and that there are fractured filter struts retained I the body at the level of l3-l4 near the inferior vena cava (ivc) filter. The patient¿s medical history is reported as benign prostatic hypertrophy with urinary obstruction, a left below the knee amputation, history of deep vein thrombosis (dvt), hypertension, erectile dysfunction, and obesity. Approximately eight years post filter implant, the patient reported fungus in the hair, related to a dirty barber shop. This was diagnosed as folliculitis and doxycycline was prescribed. Approximately four months later, the patient had a CT scan of the abdomen and pelvis for hematuria and results noted a tiny non-obstructing right lower renal pole calculi, no hydronephrosis or renal mass. Approximately nine years post implant, an abdominal x-ray was performed to evaluate for renal calculi, results showed a tiny 2mm calcification overlying the right to mid lower kidney and likely represents an unchanged small renal calculus, no urinary tract calculus is seen. Approximately nine years and three months post implant the patient had a lumbar spine x-ray for complaints of back pain, results showed mild inferior lumbar spine degenerative changes, mild anterior wedging of the l1 and l2 vertebral bodies may represent remote fractures or may be developmental. No definite acute fracture is identified and there appears to be a fracture of one of the struts on the lateral view. At that time the patient also experienced an acne type rash related to flomax. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number provided is illegible; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported filter fracture could not be confirmed. Filter fracture is a known adverse event associated with implanting vena cava filters and are listed as such in the instructions for use (IFU). Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received regarding the event date and section was updated. No additional information is available at this time.